Event description:
It was reported by the rep that the surgeon fired suture assistant. A loud crack was heard. A metal pin fell out of the suture assistant cartridge. The surgeon removed the pin. The knot formed adequately. The pin came from the cartridge and is being returned with the cartridge and the device. Facility has lot # for the device only (sw100). The surgeon used a new device and fired it several more times without any problems. The tech had difficulty loading the cartridge on the firing when the pin fell out. There was extended or time by two minutes.